Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and double capsule.

Event description:
Patient initially reported no complaint against the left device. Physician later reported capsular contracture baker grade iii and double capsule. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. The device has been explanted.